Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient and healthcare provider expressed concern that the ilet delivered too much insulin, with the provider requesting target range changes and the patient not announcing meals, resulting in frequent correction doses; blood glucose values during the call were 74 mg/dl rising to 114 mg/dl and later 164 mg/dl after drinking orange juice, and the ilet report showed 0.05% low and 0.1% very low over two weeks. Symptoms included low blood glucose. Outcomes included user concern and need for troubleshooting and education. Investigation included review of uploaded ilet data and case discussion with the care team. Investigation of this case revealed no device malfunction reported and suggested that unannounced meals with subsequent algorithm-driven corrections likely contributed to perceived overdosing and intermittent hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear with contributing user behavior regarding meal announcements. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.